Event description:
Allegedly, modular neck change resp. Hip stem change. Reasons to change the neck/stem are not known. It could be either a change of neck or a complete change of the stem. Also, it is not indicated that the cup has been revised from patient.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Additional information received on april 5, 2022. It has been indicated that the patient fell during his vacation abroad and the neck broke therefore, this event was caused by the patient fall and the incident is not related to a device failure. Please void this report.